Event description:
During product service by a service technician, a flo-gard infusion pump was found to have damaged left force sensing resistor (fsr). No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. (B)(4). The cause of the left force sensing resistors (fsr) being out of range could not be determined. In order to correct the condition, the fsr was replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up MDR will be sent.